Event description:
This literature case describes the occurrence of allergy to metals ('nickel allergy') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Literature reference: garneau a, hoffman m, resolution of dermatitis after laparoscopic essure coil removal, obstetrics and gynecology, 2019, 133:suppl 1:p 193s. The patient's medical history included crohn's disease and abdominal operation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dermatitis contact ("allergic contact dermatitis"), rash ("rash"), rash macular ("erythematous patches, studded with red/brown crusted papules"), pruritus ("itching") and blister ("blistering with scarring"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the allergy to metals, dermatitis contact, rash, rash macular, pruritus and blister had resolved. The reporter considered allergy to metals, blister, dermatitis contact, pruritus, rash and rash macular to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This literature case describes the occurrence of allergy to metals ('nickel allergy') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Literature reference: garneau a, hoffman m, resolution of dermatitis after laparoscopic essure coil removal, obstetrics and gynecology, 2019, 133:suppl 1:p 193s. The patient's medical history included crohn's disease and abdominal operation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dermatitis contact ("allergic contact dermatitis"), rash ("rash"), rash macular ("erythematous patches, studded with red/brown crusted papules"), pruritus ("itching") and blister ("blistering with scarring"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the allergy to metals, dermatitis contact, rash, rash macular, pruritus and blister had resolved. The reporter considered allergy to metals, blister, dermatitis contact, pruritus, rash and rash macular to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report